Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure, the first fiber was forward firing. The fiber was exchanged and the second fiber was forward firing. The second fiber was exchanged and the case completed patient outcome: "ok" was reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was also reported: "the first fiber was forward firing" at 157,388 joules of use and 29:04 minutes. The fiber was exchanged and "the second fiber was forward firing." The fiber was exchanged and the case completed with the third fiber. Patient outcome: "ok" was reported. No injury to patient reported. This follow up report is for the second fiber.